Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: (B)(6).

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) might require maintenance during use and replaced it with another equipment. There was patient involvement. No harm or injury reported to patient.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse cleaned the system, calibrated relevant parameters, and the equipment worked normally. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a